Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, thread tap used, immediate implantation, peri-implantitis, infection, swelling, bleeding, inflammation, mobility. Patient stated it was swollen but she never came for evaluate before implant came out.